Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-10635. It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and severely calcified circumflex artery. Two 2.50 x 16 synergy ii drug-eluting stents were advanced to treat the lesion in unknown order. However, during the procedure, both of the stents' struts were flared. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found that stent struts on the first proximal row were lifted on one side and pulled distally. The undamaged distal section of the crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive pressure being applied on the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found an inner /outer extrusion shaft kink at 3.5 cm distal from the proximal edge of the port exchange site. A mid-shaft kink was also noted at 1.1cm distal from the hypotube/mid-shaft bond. The types of damages noted are consistent with excessive force being applied on the delivery system. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-10635. It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and severely calcified circumflex artery. Two 2.50 x 16 synergy ii drug-eluting stents were advanced to treat the lesion in unknown order. However, during the procedure, both of the stents' struts were flared. No patient complications were reported and the patient's status was fine.